Event description:
The customer observed a falsely decreased hemoglobin results for two patients while using the cell-dyn emerald analyzer. The customer indicated that the first patient was tested at the physicians office and was sent to the hospital due to the low result. The patient was retested once at the hospital and the hemoglobin result was higher, no treatment was obtained. The patient was tested again at the physicians office 3 days later and the result was within normal range. The customer provided the following results (g/dl): (B)(6) 2014 (sid (B)(6)) : initial 6.0 g/dl, retested at the hospital 11.2 and 11.7 g/dl. Retested at the physicians office on (B)(6) 2014: 10.8 g/dl. (B)(6) 2014: a second patient (sid (B)(6)) generated an initial result of 5.3 g/dl , the specimen was retested at a different laboratory generating results of 8.4 and 9.3 g/dl. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. Evidence indicates that sample handling/preanalytics may have been a factor in generating the decreased results. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved completing a system clean and resetting tubing that was identified as loose and calibrating the instrument. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the cell-dyn emerald analyzer, list number 09h39 was not identified.